Manufacturer narrative:
Pump passed prime/a33, displacement, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Cracked reservoir tube lip, cracked battery tube threads, and scratched display window noted during visual inspection.

Event description:
It was reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 146mg/dl. Advised insulin pump would be replaced. No additional information is provided.